Event description:
It was reported that the patient presented at a follow-up in clinic. Upon interrogation, it was noted that the device exhibited telemetry lockout. No intervention was reported. The patient was in stable condition.